Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 10dec2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was difficult to press down on (B)(6) 2018. She experienced increased blood glucose in july 2018. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerns an 82-year-old female patient of han nationality. Medical history, previous drug adverse reaction and family drug adverse reaction were none. Concomitant medications included acetylsalicylic acid and clopidogrel used for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from cartridge via a reusable pen humapen ergo ii, morning 10 units, noon 8 units and night 6 units; thrice daily, subcutaneously, for treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, after starting insulin lispro protamine suspension 75%/ insulin lispro 25% she experienced increased blood glucose and was hospitalized for the same in (B)(6) 2018, on (B)(6) 2018, it was noted that the injection button of the humapen ergo ii was difficult to be pushed down ((B)(4). Lot number unknown). Information regarding corrective treatment, event outcome and insulin lispro protamine suspension 75%/ insulin lispro 25% therapy status was not provided. Follow up would not be possible as the reporter refused to accept follow-up via the phone and physician contact information was not provided. The operator of the humapen ergo ii and his/her training status was not provided. The general humapen duration and the suspect humapen duration of use was one year. The suspect humapen ergo ii device associated with (B)(4) was not returned to the manufacturer. The initial reporting consumer did not know if the event was related to insulin lispro protamine suspension 75%/ insulin lispro 25% therapy. No assessment of relatedness was offered for the humapen. Edit 21-nov-2018: upon review the suspect drug in the relatedness statement list was changed to insulin lispro protamine suspension 75%/ insulin lispro 25%. No other changes were made to the case. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 10dec2018: additional information received on 10dec2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen ergo ii device associated with (B)(4) which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerns an (B)(6) year-old female patient of han nationality. Medical history, previous drug adverse reaction and family drug adverse reaction were none. Concomitant medications included acetylsalicylic acid and clopidogrel used for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from cartridge via a reusable pen humapen ergo ii, morning 10 units, noon 8 units and night 6 units; thrice daily, subcutaneously, for treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, after starting insulin lispro protamine suspension 75%/ insulin lispro 25% she experienced increased blood glucose and was hospitalized for the same in (B)(6) 2018. Information regarding corrective treatment, event outcome and insulin lispro protamine suspension 75%/ insulin lispro 25% therapy status was not provided. Follow up would not be possible as the reporter refused to accept follow-up via the phone and physician contact information was not provided. The operator of the humapen and his/her training status was not provided. The general humapen duration and the suspect humapen duration of use was one year. Action taken with the suspect humapen was unknown and its return was not expected. The initial reporting consumer did not know if the event was related to insulin lispro protamine suspension 75%/ insulin lispro 25% therapy. No assessment of relatedness was offered for the humapen. Edit 21-nov-2018: upon review the suspect drug in the relatedness statement list was changed to insulin lispro protamine suspension 75%/ insulin lispro 25%. No other changes were made to the case. Edit 03dec2018: updated medwatch and european and (B)(4) fields for expedited device reporting. No new information added.